Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted.

Event description:
The customer reported via phone call that their insulin pump was condensed in the lcd compartment on insulin pump exposed to fluid. The customer¿s blood glucose level was 140 mg/dl. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.